Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure, the physician was attempting to access/cross a total occlusion in the infrapatelar segment of the tibial artery with the pgw .018 sv intermediate 300 cm st guidewire and the distal tip started to unravel/stretch. The product could not be removed from the patient without problems. No additional information was provided. Additional information has been requested but is not available at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Note: lake region lot number 01414628 is cordis lot number 70809780. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01414628. This packaging lot contained 155 units, which were shipped from lake region medical on (B)(6) 2009. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Manufacturer narrative:
The complaint report stated that the sv .018 guidewire unraveled in the infrapopliteal artery. The wire was removed "without problems" and no patient injury occurred. The target site was described as a total occlusion. Multiple attempts to obtain additional information were unsuccessful. One non-sterile sv .018 300cm interventional guidewire was returned for analysis coiled inside a plastic bag. The distal tip was received detached from the guide wire and was found stretched and fractured. No other anomalies were observed visually or under microscopic examination. A review of the device history records relative to the manufacturing, inspecting and packaging of the lot indicate this product was final inspection tested at the manufacturer (lake region medical) and was determined to be acceptable. The complaint was confirmed; however, there are no indications that this is related to the manufacturing process. Although the true characteristics of the vasculature could not be determined, cordis steerable guidewires are contraindicated for use in chronic total occlusions. Review of the limited information available suggests that vessel/lesion characteristics and procedural factors may have contributed to this event. No actions will be taken at this time.